Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00099. The field service representative (fsr) confirmed the reported issue. The fsr replaced the heating element and associated o-ring in the heater cooler unit. He verified safety and performance. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit alarmed with error messages "e08" and "e0a" on channel b. No other details regarding the nature of this event were provided.